Event description:
Patient presented to the physician with constant ear pain, throat and tongue irritation, swelling, and severe nerve pain at the implant sites. Physician brought the patient into the or and explanted the entire inspire system.